Manufacturer narrative:
Alleged failure: appeared to be leaking battery acid- leaking from inside unit, burned nurse when hit arm. But no injury. Salesforce case number (B)(6). The failure identified in the investigation is consistent with the complaint record. The probable root causes could be fluid ingress. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that fluid leaked out of the battery onto the nurse which may have lead to superficial skin irritation.